Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient accidentally disconnected both leads of the system controller at the same time, and the pump stopped. The system controller was exchanged and the event was resolved.